Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The right ventricular (rv) lead was found to have oversensing with non-sustained ventricular tachycardia (nsvt) episodes. One episode detection resulted in the patient being inappropriately paced with anti-tachycardia pacing (atp) therapy. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.